Manufacturer narrative:
Proximate r l plus heavy wire linear stapler- based on the information received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The cartridge was not returned with the instrument. As the cartridge was not returned, the interaction between the instrument and cartridge could not be analyzed. However, the instrument was fired with a reload cartridge and it fired and formed all the staples as designed with no difficulties noted. The reported incident could not be recreated.

Event description:
The device was used during a gastrectomy. It was reported the tph90 did not fire completely. There was no other info available. There was no consequence to the pt.